Event description:
Approximately five months later, it was reported that the patient felt as though stimulation had been turning on and off intermittently previously. The reporter was not sure if the intermittent loss of stimulation was only a perception by the patient due to the cervical placement of the lead.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4): product type recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012: product type extension; product ID 3550-29, lot# n295969, implanted: (B)(6) 2012: product type accessory; product ID 3550-39, lot# n321212, implanted: (B)(6) 2012: product type accessory; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012: product type lead. (B)(4).

Event description:
It was reported the patient's stimulation turns off and they can verify with the programmer that it is turned off. Impedances were noted as normal and therapy impedance was 703. The patient had been recharging more frequently than before the last reprogramming. It was unknown if the patient was having the stimulation turn off issue prior as they had not been feeling stimulation. The device shows it was on 10% of the time. The patient has their device on from 6:30 am to 10 pm at which time they turn it off. There were no message or error codes seen. It was noted this happened infrequently and they could not duplicate it in the office. The patient noted it as happening when they are in the upright position. The patient was getting swelling in their right arm which was not typical. Patient had more migraines but they had them prior to implant. Initially post implant, the migraines went away but they were now coming back more frequently. Patient was going to turn off adaptive stimulation to try to verify if the device turning off was happening without adaptive stimulation. It was noted the patient was hospitalized for a week for schizophrenia and bi-polar disorder. Follow up reported the patient refused any reprogramming because the last adjustment was working well. Therapy was "effective" but therapy use showed only 10%. The patient denied the low use and said they had it on longer. The average recharge showed 1.1 hours. The patient was attempting recharge sessions every 3 weeks roughly. What the patient reported and what the device recorded was inconsistent.

Manufacturer narrative:
(B)(4).